Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that their adc freestyle lite meter "has a smoke". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and with strip insertion. There was no signs of fire, smoke, electric shock or explosion. No malfunction or product deficiency was identified.

Event description:
Customer reported that their adc freestyle lite meter "has a smoke". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle lite meter "has a smoke". There was no report of death, serious injury, or mistreatment associated with this event.